Event description:
Follow up reported the patient experienced normal battery depletion on both sides. The patient's left lead was replaced in addition to this due to 'minor migration.' The patient had an 'uneventful revision' and was doing well.

Event description:
It was reported the patient was unable to adjust stimulation. Her patient programmer displayed the "call your doctor" icon and a power on reset (por) condition was noted. It was reported the patient's left implant had been acting up for about a week or more. The patient had not had medical tests or procedures, nor had she recently been exposed to high levels of electromagnetic interference as she typically stayed at home except for doctor's appointments. Additional information received 2 days later reported the patient's left stimulator showed an end of service (eos) message; battery depletion appeared to be normal. Impedance test showed greater than 4000 ohms on some bipolar pairs. When tested as 1.6 volts all pairs except c-1 were greater than 4000 ohms. It was noted the patient had not felt stimulation for about a month and she experienced a return of retention symptoms. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v735309, implanted: (B)(6) 2011, product type: lead. Product ID 3093-28, lot# v718483, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).